Manufacturer narrative:
Quarterly reporting period: q2 2022. Average time to event: 0 days. Device evaluation: under the terms and conditions of the registry, anonymized data was provided. No products were returned as part of the registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the "potential adverse events" list in the FDA-approved instructions for use (IFU).

Event description:
This report summarizes 11 serious injury events for pseudoaneurysm. Age range: 60 to 90. Patient sex: 6 female; 5 male. Type of procedure: left atrial appendage closure . Boston scientific received notification of events for the watchman laac device reported in the acc watchman surpass registry to assess long-term safety and effectiveness outcomes associated with the use and implantation of the watchman flx left atrial appendage (laa) closure device with delivery system in a routine clinical setting. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient, but are captured separately under the terms of the summary reporting guidelines. Data includes newly implanted patients and follow up of patients included in the previous data set. Under the terms and conditions of the registry, data is anonymized before being transmitted to bsc, thus there are significant limitations to bsc's ability to correlate the data to information previously reported as a spontaneous complaint. The registry does not provide a causality relationship for each reported event to the device. No further information is available to bsc.